Event description:
In 10/90, severe contracture with pain developed on the right requiring open capsulotomy & replacement of another co's 160/180 implants. Pain in the breasts, however, return & the pt had ot have both implants replaced due to contracture on 11/6/81. Then, there was a heniation of the capsule of the left breast implant & this had to be repaired in 7/82. Again, due to capsular contracture in 1985, the pt had to have both implants replaced using the co 235 cc 270cc. Double-lumen implants. These are the current implants that the pt has. Since 3/93, the pt has experienced pain in the breasts through the nipple & also pain in the deep chest area deep to the implants. She has pain in the shoulders, neck & back all the way to the arms & fingers. The pt has been evaluated by cardiology as well as rheumatology & was diagnosed with fibromyalgia & sicca with sicca symptoms. The right implant is intact however, the left implant, although intact, has no saline lumen visible. As a result of significant chest wall pain, a history of recurrent contractures, it is medically necessary to remove these implants in order to relieve pain. A capsulectomy is medically necessary because the capsule often contains silicone & the contracture in the capsule may have given rise to the pain.